Manufacturer narrative:
Correction: h6, b5.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a drain line is blocked message during drain 4 of 4 of their treatment. The patient reported that the cycler was not functioning correctly. The patient experienced a large drain during cycle 3 of 4. A review of the patient¿s treatment records identified that the patient drained 4396 ml during drain 3 of the treatment. This drain volume is 195% the patient's prescribed fill volume of 2250 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that it is unknown if the patient completed their treatment. The pdrn reported that the patient believes it was their position that caused the overfill. Once the patient changed their position, the cycler drained. The pdrn stated that the event was caused by user error. It took the patient 2 hours and 30 minutes to drain. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak, mushroom head check, and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed, and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. There were visual indications of dried fluid found on the bottom cover next to the recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a drain line is blocked message during drain 4 of 4 of their treatment. The patient reported that the cycler was not functioning correctly. The patient experienced a large drain during cycle 3 of 4. A review of the patient¿s treatment records identified that the patient drained 4396 ml during drain 3 of the treatment. This drain volume is 195% the patient's prescribed fill volume of 2250 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that it is unknown if the patient completed their treatment. The pdrn reported that the patient believes it was their position that caused the overfill. Once the patient changed their position, the cycler drained. The pdrn stated that the event was caused by user error. It took the patient 2 hours and 30 minutes to drain. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a drain line is blocked message during drain 4 of 4 of their treatment. The patient reported that the cycler was not functioning correctly. The patient discontinued treatment during drain 3 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4396 ml during drain 3 of the treatment. This drain volume is 195% the patient's prescribed fill volume of 2250 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that it is unknown if the patient completed their treatment. The pdrn reported that the patient believes it was their position that caused the overfill. Once the patient changed their position, the cycler drained. The pdrn stated that the event was caused by user error. It took the patient 2 hours and 30 minutes to drain. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was scheduled to be returned to the manufacturer for physical evaluation.